Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other similar complaints reported in the lot number. Attempts have been made to obtain additional information by phone and mail. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported having double vision, being unable to see to read music, and dry eye syndrome after having cataract surgery with intraocular lens (iol) implants in both eyes. She was sent to a neuro-ophthalmologist for a consult who told her that the left lens was not sitting centered in the eye. There are two manufacturer reports associated with these events. This is the file for the left eye.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reporting the lens was exchanged.